Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that preuse testing failed. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no hypoxic mixture condition during this event. This was not a reportable malfunction. Additional information was received that there was no hypoxic mixture condition during this event. This was not a reportable malfunction.